Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the selector button presented problems in association with the defibrillator switching on by itself. There was reportedly no patient involvement.